Event description:
Subsequent to the initial MDR, a correction was updated on 11/28/2025. It was reported that an adverse event occurred. The wearable was inserted on (B)(6) 2025. The patient¿s parent reported an issue during sensor insertion on (B)(6) 2025. After deploying a new wearable device, the sensor wire looped into the top of the sensor hole, prompting removal of the sensor. No replacement sensor was available at the time. The parent indicated that blood glucose (bg) monitoring with a glucometer was not being performed regularly, and the patient was not using an insulin pump for diabetes management. No symptoms were noted at the time of insertion. Later (exact timeframe unspecified), the patient developed rapid heart rate, vomiting, and dehydration. Bg was not measured at home, and the patient was transported to the emergency department (ed). Upon arrival, bg was 600 mg/dl. Treatment included insulin injections, intravenous fluids, potassium, and glucose administration. The patient was admitted for diabetic ketoacidosis (dka). No additional bg values were reported during hospitalization. The patient¿s condition stabilized, and on (B)(6) 2025, he was discharged with a bg of 173 mg/dl. At the time of reporting, the patient was feeling fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an applicator deployment issue occurred. The wearable was inserted into the arm. On (B)(6) 2025, a new wearable sensor was inserted. During deployment, the sensor wire looped into the top of the sensor hole, requiring removal of the sensor. The parent reported that no replacement sensor was available. At the time of insertion, no symptoms were noted, and the patient was not regularly monitoring blood glucose (bg) levels with a glucometer. There was no indication that the patient used an insulin pump for diabetes management. Later (exact timeframe unspecified), the patient developed rapid heart rate, vomiting, and dehydration. The parents did not measure bg at home and transported the patient to the emergency department (ed) for evaluation. In the ed, the patient¿s bg was 600 mg/dl. Treatment included insulin injections, intravenous fluids, potassium, and later glucose. The patient was admitted for diabetic ketoacidosis (dka); no additional bg values were reported during hospitalization. The patient¿s condition stabilized, and on (B)(6) 2025, he was discharged with a bg of 173 mg/dl. At the time of the report, the patient was in good condition. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.